Event description:
There was a terrible odor coming from one of the new ICU beds. Maintenance was called. The staff was in the room trying to locate the odor. It was found to be coming from the foot of the bed. The pt was moved to a different bed. The bed was then examined and found to have a "hot" area at the lower foot area. The bed was removed from the ICU by maintenance. Clinical engineering received the bed (B)(6) 2013. They performed initial inspection and delivered the bed to ICU. On (B)(6) 2013, the on-call employee was called to address the bed in question. They found the charging circuit had over charged the batteries causing them too swell and leak acid into the frame. On (B)(6), a stryker field service rep arrived to check the bed and replace the batteries. Upon further inspection, it was determined that the charging circuit was charging the batteries at 31 volts instead of 24 volts. The bed has been taken out of service until further notice from stryker.